Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer declined further trouble shooting and follow up from tandem technical support. No additional information was provided. Customers blood glucose was 490 mg/dl.